Manufacturer narrative:
An evaluation of the returned polyaxial screwdriver found that the distal tip had fractured and became separated from the instrument. Inspection under magnification revealed circular fracture lines indicative of a torsional overload. Alphatec spine navigated reusable instruments are intended to be used during the preparation and placement of alphatec screws during spinal surgery to assist the surgeon in precisely locating anatomical structures in either open or minimally invasive procedures.

Event description:
Arsenal screw driver disengaged from polyaxial pedicle screw approximately 1/2 way through placement of screw, causing damage and separation of inner tulip head and consequently breaking t27 driver head off.